Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred after the pump was exposed to water. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.